Event description:
It was reported that customer experienced repeated sensor issues in 2025, including cgm error 42 with g7 sensor, and was unable to specify exact number of occurrences. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not see error return after reset, and then successfully started sensor session, with no additional information received regarding further outcome.